Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = postal code: (B)(6). E3: occupation = managing director. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during kidney stone retrieval, upon deployment of the ngage nitinol stone extractor into the left kidney, the physician saw that the basket wire broke. The device was closed and removed from the ureteroscope. Another device of the same type was used to complete the procedure. A photo was provided which appears to show that the basket was not attached to the distal end of the basket sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: d4. H6: component code (annex g). Investigation evaluation: description of event: as reported, during kidney stone retrieval, upon deployment of the ngage nitinol stone extractor into the left kidney, the physician saw that the basket wire broke. The device was closed and removed from the ureteroscope. Another device of the same type was used to complete the procedure. A photo was provided which appears to show that the basket was not attached to the distal end of the basket sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control (qc) procedures, as well as interview personnel, were conducted during the investigation. The ngage nitinol stone extractor was not returned. A photo was provided that showed there was separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The IFU does not provide any information related to the reported issue. The cause of the complaint could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.